Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter read inaccurately high. The patient manages his diabetes with self-adjusted insulin. The patient indicated that the alleged issue started on an unspecified date during the evening time, 2 weeks prior to contacting lfs. The patient claimed that he obtained an unspecified meter reading during the evening and then injected himself with novorapid insulin. Three and half hours after testing with the reported meter, the patient claimed that he woke up feeling low. The patient was unable to recall what meter reading he had obtained that night. He was also unable to specify how much novorapid insulin he took that night or what low symptoms he developed. The patient administered self-treatment by eating food and/or drinking a beverage. He denied that his blood glucose was tested on another device during the time of concern. The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed unspecified symptoms of feeling low after taking insulin based on a meter reading. The patient alleged that the reported meter was reading too high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.